Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: hydrophylic wire 0.035, guide cath: cobra, sheath: 7f. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery. During inflation of the armada 35 4 mm / 60 mm percutaneous transluminal angioplasty catheter, the device leaked from the hub at the strain relief tubing. Another device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) was confirmed the reported leak near the hub. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.